Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad buttons were intermittently unresponsive and the rubber cover started peeling off about 1-2 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad cover was found to be torn at the ok button. During testing, all keypad buttons were intermittently unresponsive and required increased force to engage. There was evidence of contamination found under the up arrow, down arrow, and ok key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no signs of discoloration.